Manufacturer narrative:
Company representative evaluated and replaced server which caused the break in data.

Event description:
Customer reported temporary break in data with the panorama central station server, which may have affected telemetry monitoring. No patient injury was reported.